Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, 2-4307 dtip grsp,strt fenstd,43cm,5mm was being used during a bariatric roux-en-y procedure on (B)(6) 2024 and ¿the tip broke off into the patient.¿ per further assessment it was found that it was the distal end of the blue insulation that fragmented, and it was recovered from the patient. There was no report of injury, medical intervention, or hospitalization for the patient or user. The patient status is ¿satisfactory¿. The procedure was completed and there was a small delay to obtain a new instrument. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: inspect the shaft insulation and luer lock port for dents, breaks, or damage before and after each use. If insulation is nicked or damaged, do not use. Failure to observe this warning with every use may result in injury or electric shock to the patient or operating room personnel when the instrument is used with an electrosurgical unit. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2-4307 dtip grsp,strt fenstd,43cm,5mm was being used during a bariatric roux-en-y procedure on (B)(6) 2024 and ¿the tip broke off into the patient.¿ per further assessment it was found that it was the distal end of the blue insulation that fragmented, and it was recovered from the patient. There was no report of injury, medical intervention, or hospitalization for the patient or user. The patient status is ¿satisfactory¿. The procedure was completed and there was a small delay to obtain a new instrument. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.